Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient called patient services stating that they had been walking, got weak and passed out, after which the device shocked them, then the patient regained consciousness and felt better. The patient then was seen by his physician and they told him his medications were low and that his device shocked him and his heart didn't restart so it shocked him again and it restarted the heart. Attempts to gain additional information have been unsuccessful at this time. Should any new information become available this record will be updated. The device system remains implanted at this time. To date, no additional adverse patient effects have been reported.